Event description:
It was reported by the customer that bd pyxis¿ es server new patients and orders were not showing in the pyxis system. Multiple sites report that new patients and orders are not showing in the pyxis system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the server new patients and orders were not showed which might cause delay in medication. A technical support specialist connected to application server, ran site down query, determined carefusion coordination engine was delivered messages to enterprise system server then restarted bd pyxis external inbound processors service and verified message queue was drained to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.